Manufacturer narrative:
The reagent lot number was 772926. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable cobas creatinine plus ver.2 assay results for urine samples from the cobas c 503 analytical unit. The initial result was 2.66 umol/l and the repeat result was 14.0 umol/l.

Manufacturer narrative:
The field service engineer checked the analyzer and did not find any issues. The calibration and qc data were acceptable. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.